Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found a leak in forceps channel and a-rubber bending section due to cut. As noted in section b5, the bending section a-rubber had lifted support pins (protruding) based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, component failure. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported " small cut/leak in bending section. " . The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found the device bending section had a lifted support pins (protruding).